Event description:
It was reported by svc report that the cot has a bad gas cylinder. Cot was also hesitating. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: manual release lever, switch assembly.